Event description:
Report rec'd of an unrequested bolus dose. The pump was rec'd in the biomedical engineering department with a note that read: "this pump is broken, look at the back of the pump where the pca button is connected. It is falling off causing pt to not get their pain meds when button is pushed, and if you accidentally touch the wire in the back, the pt gets pain med without pushing button."